Event description:
Revision surgery revealed the tibial insert disassociated from the baseplate.

Manufacturer narrative:
The evaluation results suggest that this event is device related but rather is associated with intra-operative procedures.